Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that the down arrow button was intermittently responding on the keypad. The buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to cleaning products. The buttons did spring up and down and click normally. The mother also reported that the pump was hot. Additionally, after disconnecting the pt from the pump, the battery was removed and was also hot. There was no indication of moisture or leaking found in the battery compartment. The battery that was used was the energizer lithium battery. The pt did not require medical attention and did not have burns or marks on them